Event description:
Additional information was received that the apnea began 2010-2011. The patient began developing excessive daytime sleepiness with some snoring and possibly apneic symptoms at night. Approximately 2 years ago the patient had an overnight evaluation showing some mild to moderate apnea but still no significant oxygen desaturation. Due to some intermittent sedation it was thought that the patient might benefit from a formal polysomnogram, which still has not been able to be arranged due to the patient's schedule. The physician does not see any correlation with the sleep symptoms to the vns. The patient is on seizure medications and has also had epilepsy surgery and has really not had this problem during the entire time frame of the use of his device. The patient has the sleep issue whether the device is being stimulated, and the physician feel that there is no causal or contributory relationship with the programming or use of the device. The physician feels it is probably other factors but again cannot confirm presence of sleep apnea, as the patient has not had a formal polysomnogram. It is unknown if the patient had any of these symptoms prior to the vns, but to the best of the physician¿s knowledge the patient has been on a number of medications in the past, which could contribute to that particular problem.

Event description:
It was initially reported that the patient was having problems sleeping and somnolence. The physician was questioning if the issue may be leaked to sleep apnea. The physician has requested that the patient get a sleep study but the family has decided not to get it done. Good faith attempts for additional information have been unsuccessful to date.